Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on the right ventricular (rv) lead. The noise lead to non-sustained rv oversensing. No programming changes were made at the moment. The patient was in stable condition and would continue to be monitored.